Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and the product met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The re-stenotic lesion was located in a severely calcified shunt of an unk vessel. Vascular access was obtained through the shunt vessel. The 4.0 x 40 x 40 sterling over-the-wire balloon catheter was advanced to the lesion for treatment and ruptured at 14atms, on the 4th inflation. The first, second and third inflation were also 14 atms. The procedure was completed successfully with this device. No pt injuries or complications were reported. The pt's status was reported as "good".